Event description:
It was reported that the customer's blood glucose was over 500 mg/dl and the insulin pump display went blank. The customer stated the insulin pump quit working and she couldn't open the battery cap. She declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.